Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2025, in order to remove the excess skin. The abutment was also removed and replaced with a longer length abutment during the same surgery.

Event description:
Per the clinic, the patient experienced an infection and skin overgrowth at the implant site. Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.